Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No further information is available regarding this complaint. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). Submitted: (B)(4)2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012. With the following findings: the pump was returned for investigation with the keypad peeling at the up arrow button. On testing, the ok and contrast buttons had intermittent response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.